Event description:
As reported by the user facility: (B)(6) reported on 8-13-24, that the total volume infused reported by the pump is off from the total volume in epic and that the patient received. There are two medications that have had the largest discrepancies, ranging from 0-60mls differences. The meds are ivig and laronidase. On 8-14-24 I observed them give an ivig infusion, epic calculates the rate per hour and total dose based on the weight, her dose 50g in 500ml. The rn primes the tubing with the medication, which is a total of 30mls with a filter on the end. During the infusion the rn charts every hour the volume infused; epic also does the calculation that tells you how much should have been infused. These numbers are off every hour, with the pump reporting less than what epic shows. At the end of the infusion, the rn adds a 35ml flush to the bag so the end total should be 5mls more than was is in the medication bag. At the end of todays infusion, the pump reported that 484.5mls was infused to the patient, when the patient actually received 505mls. And there were no air in line alarms during the infusion, there also was no ail when infusion was completed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Issue reported for this complaint could not be confirmed due to facility not provoding sample for further evaluation and due to no evaluation case is been closed as no sample and as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned for evaluation but the logs were provided for review. Log review shows on (B)(6) 2024 a dl: ivig infusion with multiple new vtbi inputs and resulting infusions including kvo's for the following volumes delivered: 2.51ml, 5.01ml, 10.01ml, 40.04ml, 36.1ml, 40.7ml, 40.06ml, 40.01ml, 40.02ml, 40.05ml, 80.01ml, 80.01ml and 30.1ml for a total volume delivered of 484.63ml shown in the pump's log actual volume infused. The reported defect was not confirmed.